Manufacturer narrative:
Qn# (B)(4). The customer provided four photos for evaluation. One photo showed the product lidstock and three photos showed a kinked guide wire. The guide wire contained a significant amount of biological material and was advanced through the introducer catheter. However, a full visual inspection could not be performed as no sample was returned for analysis. The customer report of guide wire/catheter resistance was confirmed by visual examination of the customer provided photos. A device history record review was performed, and no relevant findings were identified. However, without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: they felt the guidewire was atypical/had an extra notch in it that was making it difficult to withdraw. One of the darts malfunctioned and the catheter couldn't get threaded because it was stuck. The resident inserting the a-line had difficulty removing the dart, noting that there was resistance. It seems like the guide wire came apart and formed a hook on the end. The wire was fully removed.